Event description:
During the previously reported revascularization, a non-medtronic stent was implanted in the svg to rpda and a non-medtronic stent was implanted the svg to the 1st diagonal. Balloon angioplasty of the left main only was carried out. The investigator has indicated the patient recovered with treatment.

Manufacturer narrative:
(B)(4)

Event description:
During the index procedure, two endeavor sprint rx drug-eluting stents were implanted in the 3rd obtuse marginal and a third endeavor sprint rx drug-eluting stent was implanted in the left main. The patient was free of symptoms at the 30 day, 1.5 year, 2 year, 2.5 year and 3 year follow ups and had stable angina at the 1 year follow up. Approximately 3 years and 1 month post the index procedure the patient suffered an mi and was hospitalized and treated by revascularization. Cath showed in stent restenosis to the left main. The patient received stent in graft to the right pda and balloon angioplasty in the 1st diagonal branch and left main. The investigator has indicated that there was a definite relationship between the event and the study device.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (mi).